Event description:
Pt was in surgery on 7/14/96. Pt has a burn which appears to have been caused by the electrosurgical pt plate. Plastic surgery consult made and anticipate complete healing. Pt is being treted with silvadene dressings.